Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 305106 and lot number 0226399. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample came with the plastic shield, but no packaging blister. A visual inspection was performed with a 30x microscope. The needle is clean with no defects or imperfections observed. The needle hub has embedded degraded resin in one of the ribs located at 1/2" of the needle hub base. Investigation conclusion: based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the molding process. Degraded resin inherently builds up in the hot-runner system, can break loose and be molded into components. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle had a foreign speck on it that "looked like blood". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "an item was found with a spec that looked like blood."